Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. Despite numerous attempts, they were unable to capture pain relief in needed areas. The patient needed to be scheduled for lead replacement/revision.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2016-11-25 reporting that the patient had percutaneous leads explanted and a paddle lead implanted on (B)(6) 2016. The health care professional (hcp) and patient agreed to wait until the follow-up appointment on (B)(6) 2016 to program. Despite not being able to get what they thought would have been optimal placement on (B)(6) 2016 secondary to scar tissue present from the percutaneous leads, the manufacturer representative was able to get several groups covering needed area and obtain satisfactory pain relief. On 2016-11-18 the manufacturer representative heard from the patient who stated that they thought that they had ¿nailed it this time.¿ the patient was encouraged to call for further needs. The patient was implanted for spinal pain and failed back surgery syndrome.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that for reasons unknown to the manufacturer representative, the patient had some type of delayed response to stimulation. When stimulation was turned up to the point where they started to feel it, they had to stop increasing the strength and wait for a little bit in order for it to "spread out." This is unlike what is typical where when stimulation is turned up and it spreads out. The manufacturer representative met with the patient for their first reprogramming session on (B)(6) 2016 when the device was activated. When the patient left that appointment, they seemed happy. Then a few days later the patient stated that they did not feel like they were getting relief and wanted to meet again when there was more time in order to give the patient extra groups. The extra groups were in order for the patient to go home and try over more time since the patient had the delayed response. The patient contacted the manufacturer representative again on (B)(6) 2016 to let them know that they had worked through all of the groups and still was not getting any relief. The patient also stated that the ins pocket was still tender but thought that it may still be in the process of healing post operatively. The patient requested that the manufacturer representative be at the patient's appointment with the health care professional (hcp) on (B)(6) 2016 to discuss the patient's less than optimal response to the therapy thus far. The manufacturer representative was hoping to get x-rays to be sure that the leads had not migrated. No steps had been taken outside of the past reprogramming. The patient via manufacturing representative reported that their stimulation location was changing. An x-ray determined that their lead has migrated. It was noted that they are going to meet with the manufacturing representative again to check impedances and try additional programming. Additional information was received from the manufacturing representative indicating that they met with the patient, and despite many attempts with various electrode configurations, pulse widths, and rates, they were unable to achieve satisfactory coverage for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.